Event description:
It was reported (B)(6) 2025 that on (B)(6) 2025 the wall charger - dual port charger had caught fire, melting and the mcot monitor - a13 - t-mobile was overheating. There was no reported visible flames. The patient stated the monitor was on the charger all night but did not charge. The patient turned the monitor off and attempted to charge but it was charging slowly to 31% within 2.5 hours. The patient stated the wall charger - dual port charger is hot and appears damaged. There was no injuries reported. Patient believed the issue was related to the charger usb port for the mcot sensor - 3.0. No further information can be provided at this time.

Manufacturer narrative:
It was reported (B)(6) 2025 that on (B)(6) 2025 the wall charger - dual port charger had caught fire, melting and the mcot monitor - a13 - t-mobile was overheating. There was no reported visible flames. The patient stated the monitor was on the charger all night but did not charge. The patient turned the monitor off and attempted to charge but it was charging slowly to 31% within 2.5 hours. The patient stated the wall charger - dual port charger is hot and appears damaged. There was no injuries reported. Patient believed the issue was related to the charger usb port for the mcot sensor - 3.0. Philips am&d will further investigate this reported issue.

Manufacturer narrative:
It was reported that the mcot monitor - a13 - t-mobile was charging and the charger caught fire. The monitor returned for investigation. Monitor was inspected for general physical integrity and found the monitor melted in the charging port and around the port area. The red charging cord was returned with the monitor and shows evidence of the burn. In the charge port and the back of the monitor is damaged. Engineering evaluation confirmed the monitor/charge cord melt. Root cause could not be determined. Further investigation is being performed.